Event description:
Information received with return of the explanted device notes that the patient presented for a routine follow-up reporting slight nausea. The device could not be inter- rogated and there was no evidence of pacing and no magnet response. Return to standard resulted in asynchronous pacing with subsequent interrogations still unsuccessful. Therefore, the device was replaced.